Manufacturer narrative:
Continuation of concomitant: 5076-52 lead implanted: (B)(6) 2011.

Event description:
It was reported that there was suspected occasional intermittent atrial undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.